Event description:
During an open rotator cuff repair procedure, the physician began to reel in the slack sutures of the speedscrew knotless implant when the handle broke. The physician reported he had not begun to put tension on the sutures yet and described the anchor as "freewheeling." It seemed that the ratchet mechanism within the insertion handle would not tighten the sutures when turned. The physician reportedly confirmed the anchor cross bar had not broken and the sutures were well inside the snares. The physician was able to salvage the sutures; however, he reverted from the planned crossover technique to a transosseous suture pass to complete the procedure. The physician was satisfied with the repair. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.